Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer latch was broken. A field service engineer inspected the auxiliary drawer and found it clicking when attempting to open. No obstructions were identified. The rails and slides were adjusted to square the drawer. The latch was removed and checked for smooth movement, then reassembled. The drawer was tested in the hardware test application and operated without any issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer latch was broken and required maintenance. The customer confirmed that there was physical damage and that they were unable to proceed with software troubleshooting. The customer attempted to reboot the station; however, the problem persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.